Manufacturer narrative:
The reported events were difficulty to remove the stylet and stylet broke the electrode and came out through its side. The reported event of difficulty to remove the stylet was unable to be evaluated due to the as received damaged inner coil. The reported event of stylet broke the electrode and came out through its side was confirmed. Visual and x-ray inspections found the lead was damaged at proximal region consistent with perforated by stylet. The cause of the reported events was due to procedural damage. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during the procedure, there was difficulty to remove the stylet and it caused damaged to the lead. The novel lead was replaced and the procedure continued with the new lead on (B)(6) 2022. The patient was stable throughout the procedure.